Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted at implant. The s-ECG appeared flat and high out of range impedance measurements were observed. It was noted there was another device near. Boston scientific technical services (ts) discussed the programmer was likely communicating with the other device. This device was not used and another device was successfully implanted. No adverse patient effects were reported.